Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately (B)(6) due to paravalvular leak. Per the op report, this patient had "...reoperative aortic and mitral valve replacement on (B)(6) 2012. Postoperatively, he initially did well. He developed rapid afib (atrial fibrillation), requiring cardioversion with amiodarone and became bradycardic and severely dyspneic. He required reintubation. Transthoracic echo revealed paravalvular leak and it was decided to reoperate on the patient." Upon inspection of the aortic valve, "...it was noted that there were several areas where there was paravalvular leaks. It was decided that the reason for this was the fact that the [annulus] was so rigid that it would not accommodate a 19-mm carpentier-edwards bovine pericardial valve. It was therefore decided to put in a 21, which had not previously fit, but this was placed under extreme pressure...the patient was rewarmed and deaired. There was no longer aortic paravalvular leak...the patient left the operating room in stable condition."

Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Unfortunately, the root cause of this event could not be conclusively determined without the sample device. However, it appears that technique related factors, as well as anatomical factors, may have contributed to this event. The surgeon documented in the op report that the "...reason for this was the fact that the [annulus] was so rigid that it would not accommodate a 19-mm carpentier-edwards bovine pericardial valve. It was therefore decided to put in a 21, which had not previously fit, but this was placed under extreme pressure." No further actions are possible with the available information.